Event description:
It was reported that during a laproscopic procedure, the tip of the unit broke. It was further reported that there were no delays although no backup equipment was available. Additionally, no adverse consequences were reported.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.